Event description:
It was reported, that during a da vinci-assisted sleeve gastrectomy surgical procedure. Universal surgical manipulator (usm) 4 went out on the patient side cart (psc). The customer continued to get recoverable faults, and to power cycle with no resolve. Eventually, the usm was disabled to continue the procedure. Technical support reviewed, the logs to confirm error 22028 on usm4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint. And completed the device evaluation. The reported complaint was not confirmed/replicated, during failure analysis. When the arm was tested on an in-house system, it passed normal mode. When the arm was tested on patient side cart (psc) fixture test platform (pftp), it passed all the required pftp tests, except for insertion light emitting diode (led), which was dim.